Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced significant mental pain, physical pain, suffering and permanent injury.